Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received battery out limit and button error. The customer¿s blood glucose level was 169 mg/dl. The customer reported that the buttons would not respond. Customer states the pump alarmed after battery change. Customer reports they were unable to clear the alarm. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.